Event description:
Pt had an initial surgery (l4-s1 fusion; l5-s1 alif with l4-s1 transition construct posteriorly; rigid at l4-5, and semi-rigid at l5-s1) on (B)(6), 2010. Both transition implants broke just beyond the rigid rod portion inside spool w/cord.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the transition 2 level implant, lordosed, 24mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect.